Event description:
It was reported that the clinical lead reached out to the hospital's healthcare equipment planner for a different fluid warming option as recently there was a staff member who was burned while using the fluid warmer. Notification mentioned there was a previous occurrence not previously reported. Additional information received via customer response email dated (B)(6) 2022: no additional information about the burn incidents are available. The report was to inquire about new models available and was looking for equipment information and prices, that is all. No information about burn treatment or intervention has ben provided at this time.

Manufacturer narrative:
UDI number, catalog number and device lot numbers are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. (H6d)no lot number was provided for performance of a device history record review.g5 is unknown.